Event description:
It was reported that the clinical support specialist (css) received a call from the sales rep asking her to phone the surgeon, because of trouble inserting an intra-aortic balloon (iab) into a pt. The css called the operating room dept and was connected to the anesthesiologist. The anesthesiologist explained that the surgeon had tried to place an iab on a very sick pt and the iab "coiled" back on itself. As a result, the iab and the guidewire were stuck. "The css explained that "the iab may have started to unwrap during insertion, and at this point the only thing they can do is remove the iab, wire and sheath as one unit. If it is stuck they will probable have to do a cut down to remove the iab and guidewire. "The surgeon had to perform a cut down to remove the iab and guidewire.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.